Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a superficial femoral artery angioplasty and drug coated balloon interventional procedure using a 6f sheath. Reportedly, despite successfully flushing prior to use, no blood flow from marker lumen occurred. A starclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. It was indicated that the device was successfully flushed prior to the procedure and the returned device analysis noted that fluid was observed coming out of the marker port during testing which indicates there was no blockage in the lumen. Therefore, it is likely that under insertion of the device contributed to the reported no blood flow from the marker lumen. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.